Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose level was 410 mg/dl. Customer wanted some one to pick up the insulin pump and check. No further information was provided. The insulin pump was not returned for analysis.